Event description:
Caller reported a cartridge alarm. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed shipment of a replacement pump, advising the customer to continue using their current pump for insulin delivery until the replacement arrives. The customer was instructed on proper procedures to store and return the faulty pump, and acknowledged all necessary steps.